Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to the stuck download screen. As a result, re-downloaded the latest software to correct the issue and replaced the downstream occlusion seal. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump did not boot up and was stuck during update. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, and no patient injury was reported.